Manufacturer narrative:
(B)(4).

Event description:
During a follow up call on (B)(6) 2010, regarding the report that the hp had bloating symptoms, the nurse patient has had multiple episodes of peritonitis and urinary tract infections (uti) every month since they started on peritoneal dialysis therapy ((B)(6) of 2009). The nurse stated that the hp was a truck driver and she believed that it may have been difficult for the hp to "keep his hands clean." The nurse stated that she re-trained the hp and his wife on sterile techniques multiple times, but it was still difficult (B)(6) 2009. It is unknown if the patient was hospitalized for this event. Treatment and interventions are unknown.

Event description:
During a follow up call on the "urgent product recall letter dated january 12, 2010" the following information was obtained: the home patient (hp) reported feeling bloated. The nurse could not recall any excessive drain amounts greater than 3000 milliliters and stated the patient did not have any overfill events. The nurse reported a peritonitis episode that was diagnosed in (B)(6) 2009 while the patient was using ultrabag (unknown code/lot). The culture had no growth but the patient had a high white cell count. The nurse also reported a urinary tract infection (serratia) in (B)(6) 2010 while using ultrabag (unknown code/lot) and another urinary tract infection (klebsiella) on (B)(6) 2010 while using the homechoice therapy. The patient was treated with antibiotics and recovered. The nurse believed that the patient's profession contributes to touch contamination and infections. The nurse has re-trained the patient and his wife on sterile techniques. The patient was hospitalized in (B)(6) and is now performing hemodialysis.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.